Event description:
The customer observed a (B)(6) result for one (B)(6)-year old male patient (who denied high-risk behavior) on the architect (B)(4) analyzer. The following information was provided: in the first screening (pre-chemotherapy (B)(6) 2013) the patient was (B)(6). Chemotherapy treatment started (B)(6) 2013. The patient received multiple transfusions from s(B)(6) 2013. The screening for (B)(6) was repeated in (B)(6) 2014 as (B)(6). A private lab got a result of (B)(6). No further results or information was provided. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Analytical and clinical sensitivity testing of a representative lot (since the lot in use is unknown) met all specifications. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, list 1l79. Note: this event was previously reported in MDR 1628664-2014-00080 under a different suspect medical device. An evaluation is in process.